Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and the customer received pump error 63 (hardware low level failures) twice. The customer reported blood glucose value of 300 mg/dl was treated with insulin pump. The event involved product(s) mmt-1884, mmt-342, mmt-431aj, mmt-7040a. Troubleshooting was performed and customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. It was unknown whether the customer had used the insulin pump within 48 hours of reported event or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431aj. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit passed the displacement accuracy test (dat) with 0.0870 inches. Successfully downloaded history files and traces using thump. However, no alarms noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool it recorded pump error 63 (variable 15, esf#: (B)(4), file= 2017 and line=147) on 03/31/2025 until 04/02/2025. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the twi interface or ad5161 chip. P-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found no physical/moisture damage to the pcba 1, pcba 2, force sensor or motor home switch. The following were noted during visual inspection: cracked keypad overlay and scratched case. Pump error 63 was not confirmed during testing however, pump error 63 alarms were confirmed in the pump history due to hardware issue. Problem isolated to electronic assemblies. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.